Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, indication phenomenon did not replicate. We presume that moisture has entered through the cable hole and that the image is temporarily no longer displayed. The event can be prevented by following the instructions for use which state: "never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. The connection was made without issue. However, chipping was found on the packing cab. There was a puncture noted in the cable. The unit failed the leak test, and the rear cover label was fading. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus 4k camera head was unable to connect to the processor during procedure preparation. According to the initial reporter, the intended procedure type was unknown, but was likely completed using a similar device. Reportedly, the patient outcome specifics were also unknown, but no patient safety report was filed.